Event description:
The health care professional reported the following: the od post refractive outcome after a cataract surgery with an intraocular lens (iol) implantation differed -1.00 diopter from the target refraction. The alcon acrysof sn60wf lens was used. The healthcare professional informed that a re-op is planned where an additional piggyback lens will be implanted. The iolmaster was used for the original biometry measurements and iol calculations.

Manufacturer narrative:
The manufacturer reviewed the data logs and the measurement and iol calculation printouts from the iolmaster. No abnormalities were found. The manufacturer performed an in-house investigation of the device. The right and left test eye calibration values were found to be out of tolerance. However, the slight deviation of 0.14mm in anterior chamber depth measurement cannot explain the surgical outcome, as the deviation would only lead to a difference of less than 0.5d in outcome. A number of factors not related to the iolmaster may have influenced the surgical outcome. The risk of measuring errors is described in detail in the user manual (000000-1692-983-doks-us-170413). The user is given directions for checking the measurement functions of the device prior to each use. (B)(4).